Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A nurse reported via phone call indicating that the customer called emergency services on (B)(6) 2016 at 11am for high blood glucose levels of 475 mg/dl. The customer did not mention any symptoms of high blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The caller stated that the battery kept falling out of the insulin pump. However, the call was able to resolve the issue and the battery no longer falls out of the device. The caller declined to troubleshoot the issue and did not return the device for analysis.